Manufacturer narrative:
This supplemental report is being submitted to provided updated initial reporter information. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) to discuss the right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended in this pacemaker system. In addition, intermittent premature atrial contractions were reported. Along with a description that patient was felling unwell, nonspecific symptoms were given. Technical services (ts) review the data and discuss with hcp that there was loss of capture (loc) at 1.1 v but backup pacing pulse did capture. Intermittent rv loc is suspected and further rv clinical evaluation and reprogramming was recommended. To improve current patient condition, technical services (ts) instructed the field representative to perform programming improvements while on call. This rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) to discuss the right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended in this pacemaker system. In addition, intermittent premature atrial contractions were reported. Along with a description that patient was felling unwell, nonspecific symptoms were given. Technical services (ts) review the data and discuss with hcp that there was loss of capture (loc) at 1.1 v but backup pacing pulse did capture. Intermittent rv loc is suspected and further rv clinical evaluation and reprogramming was recommended. To improve current patient condition, technical services (ts) instructed the field representative to perform programming improvements while on call. This rv lead was surgically abandoned and the device was explanted. No additional adverse patient effects were reported.